Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 1.4, alternate poc: 3.0. Pt self tester took her inratio meter to the lab and compared it to an alternate poc. Both finger sticks; same finger/puncture site. Pt reports always having difficulty in obtaining sample so she uses a tourniquet. Pt self tester states that she was an rn.

Manufacturer narrative:
Investigation pending.